Event description:
Caller reported that the t:slim x2 pump battery would not charge and the screen remained dark. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to attempt various troubleshooting steps, including trying different charging cables and adapters, all of which failed to resolve the issue. Consequently, the pump was replaced. Customer was advised to use multiple daily injections (mdi) as a backup therapy and was provided with instructions for returning the faulty pump.